Manufacturer narrative:
Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that they were hospitalized on an unspecified date. Blood glucose was not provided at the time of the incident. Customer called back after within a week after completing troubleshooting for battery issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.